Event description:
After the first injection of euflexxa (1st of 3), I began to experience intense pain in, around, below, and in back of injected knee. Pain led to limping and impaired mobility and persists to present. I follow-up visits, the pa showed little interest in determining cause of pain and only prescribed physical therapy. Another doctor suggested that gel may have been injected in the wrong area as "ultrasound" had not been used.